Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported unknown side the event of leaking and concerns with the product due to the patients surgeon "informed me that my current implants had a recall on them". Device remains implanted.